Manufacturer narrative:
The investigation for the console (aic) controller alarm yellow has been completed. Review of data logs confirmed the reported complaint. There were multiple occurrences, across multiple boots, of a controller errors due to a defective optical sensor lamp. Immediately preceding each controller error, the console performed a reset of the optical bench in an attempt to resolve recognized malfunctions, including contrast values that were outside of specification. The console was returned for evaluation. Upon evaluation, the optical bench was tested, and the 5s parameters were found to be within specification. The reported complaint could not be reproduced. However, physical inspection of the console also revealed that the ribbon cable connecting the 4-in-1 to the optical bench was not fully inserted into the ribbon cable header on the optical bench carrier pca, causing the ribbon cable to become partially disconnected when the console is exposed to vibration or movement. The reported complaint was determined to potentially have been caused by a defective optical bench, specifically potentially an intermittent failure of the lamp. Added- d9 device return date h5 changed no. H8 changed to reuse.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 56-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported the associated automated impella controller (aic) had a controller error alarm soon after powering on. Medical staff exchanged the aic to resolve the issue. No patient harm has been reported.